Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to instability. The surgeon's original plan was to revise a 4x19 cs insert to a 4x22 cs insert. However, the surgeon was not satisfied with the stability of the joint and revised the patient's knee from a cr knee to a ts knee. The patient's resurfaced patella was not revised. Rep confirmed there are no allegations against the revised devices, provided the primary usage sheet, and also confirmed that no further information will be released.